Manufacturer narrative:
The insulin pump had intermittent act button response due to poor dome switch connection to keypad trace. The device was returned with scratched on display window, cracked case all corners of display window, broken reservoir tube lip, cracked reservoir tube and cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was performed. The device was returned for analysis.